Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured october 23-24, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside a yellow bag that contains the device which suggests a possible leak; the location of the leak could not be identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from an unspecified location; there was liquid inside the yellow bag. This was observed during inspection when adding a dispensary label. The device contained ceftriaxone 2000mg in 50ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.